Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that: the device rebooted unexpectedly when the user disconnected the ac main from the device because the patient was transported from ICU to the hospital ward.

Manufacturer narrative:
The analysis of the logfile showed that the internal supply voltage was out of its specification. This was confirmed during testing of the power supply at dräger. The device behaved as specified for this case of failure and performed a warmstart to re-establish ventilation. A warmstart is accompanied by the adequate alarms. After a successful warmstart the ventilation will be continued with the previous settings. After exchange of the power supply the device passed all tests and was returned into service.

Event description:
Please see initial-report.